Event description:
The customer reported that while in patient use the ventilator gave transducer failure. The patient was removed from the ventilator and place on another ventilator, no patient harm.

Manufacturer narrative:
(B)(4). Following the completion of FDA audit on (b)4) 2014, carefusion 207 has revised the MDR procedures. This complaint was determined to be reportable per the revised procedures.

Manufacturer narrative:
This follow-up MDR was identified as requiring submission during a two year retrospective review. Failure analysis (fa) received a vela main pcba and installed in a known good unit. Powered on in uvt mode and view event error log. The reported problem was duplicated, the unit has multiple xdcr fault error recorded in events. This reported event considered a known issue addressed with an internal action. The vela main pcba was scrapped.